Event description:
It was reported that during a device replacement procedure, as the pocket was being dissected, the right ventricular lead insulation was damaged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.